Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump alarmed unexpected power loss alarm. The blood glucose value is unknown at the time of incident. The pump was not working anymore. Customer changed batteries, still not working. Checked battery compartment, battery cap, everything seems to be ok. Customer replaced battery, still there is no power. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify off no power alarm due to blank display. Unit had severely scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.